Event description:
It was reported to philips that the azurion device powered off while booting up. Subsequently, the device would not boot up at all. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power distribution unit (pdu) fan tray and dcps. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, a philips field service engineer (fse) inspected the system on site and analyzed the log file. The analysis revealed errors in the sequencer, collimator, ui devices, image processor, and detector, along with a warning that began directly after startup. The fse confirmed a malfunction in the uninterruptable power supply (ups) control unit, as the units were not receiving voltage. The fse replaced the ups data integrity controller, power distribution unit (pdu) fan tray and dcps to resolve the issue and return the system to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.